Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that shaft damage and crossing difficulties occurred. The more than 70% stenosed target lesion was located in moderately tortuous and moderately calcified left anterior descending artery. After the 6f non-boston scientific guide catheter engaged, a 2.75 x 38 synergy ii drug-eluting stent was advanced to treat the lesion. However, during the procedure the device failed to cross the lesion and found that the stent was damaged. The device was removed. The procedure was completed with another stent. There were no patient complications reported. However, returned device analysis revealed hypotube detachment.

Manufacturer narrative:
Device evaluated by manufacturer.: synergy ous mr 2.75 x 38mm stent delivery system, catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a shaft break at approximately 24cm distal to the distal end of the strain relief and multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.